Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? No information. What confirmation was received that the device was fully fired? --- no information did the device staple? Yes. If the device stapled, were there any staples missing from the staple line? No information. What was the shape of the staples (b-formation, irregular, legs straight)? No information. Did the device cut? Yes. If the device cut, was the cut line fully circumferential around the target tissue? No information. If the device fully cut, what was the appearance of the donuts? No information. Was the safety reset prior to removal? No information. After firing was the adjusting knob turned ½ to ¾ revolutions? No information. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? No information. How was the device removed from the patient? Provide as much detail as possible. No information. Who fired the device? The doctor did. Who removed the device? The doctor did. What was the users experience with the device? He is familiar with the device. Did the patients post-op care change as a result of the removal issue? No. What is the patients current status? The doctor said the patient had no problem.

Event description:
It was reported that during an open low anterior resection, the device was caught by something and not able to be removed when it was intended to be removed from the patient after the firing on the rectum. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): batch # m5524d. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.